Manufacturer narrative:
Four devices from same lot of the actual device involved in incident were evaluated and no defects were found. Gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient was admitted to the ICU after evaluation in the ER for lethargy, hypertension and hyperkalemia. The patient has a history of chronic renal failure and chronic dialysis but was unknown to the facility and nephrology group. Upon admission to the ICU, the physician ordered a dialysis treatment for the patient. Within the first few minutes of the dialysis treatment, the patient became restless, sat up in bed screaming, had an increase in blood pressure, experienced a seizure and coded. These symptoms are consistent with a type a dialyzer reaction which is an allergic reaction to the dialyzer. There had been no problems or machine alarms during the treatment. The blood from the extracorporeal circuit was returned to the patient and treatment ended. The patient was successfully resuscitated.